Event description:
It was reported that the insulin pump had a battery that lasted only 5 hours. The customer's blood glucose was 7.1 mmol/l. The customer's mother stated that the insulin pump alarmed power loss and suspended all insulin delivery. She stated that the insulin pump alarmed, indicating that there was no insulin; however, upon inspection, it was found that the reservoir was half full. The caller did not feel safe using the insulin pump and requested replacement of the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected power loss alarm was noted. The sleep currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump was received with a cracked reservoir tube lip, scratched case, minor scratches on the display window and a scratched keypad overlay.